Manufacturer narrative:
Product event summary:the device was returned and analyzed. Undersensing and loss of contact. Long pauses (50 seconds to 2 minutes 30 seconds) followed by a quick return to baseline consistent with loss of contact .

Event description:
It was reported that the implantable cardiac monitor (icm) detected pause episodes due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.